Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: separated guide wire tip remains in pt. Device issue: separated guide wire tip. It was reported that during use of the guide wire in a long procedure, (2 1/2 hours) the guide wire became jailed between an implanted stent and the vessel wall, and separated. Approximately 3 cm. Remains in the pt in the circumflex. Attempts to snare the tip were unsuccessful. The pt is being treated with anti-coagulants. No surgery is planned for now. No additional event or pt information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core was separated 1 cm proximal to the center solder. The core was smooth at the separation. The distal portion was not returned. The full length of the intermediate coils was stretched. The proximal end of the intermediate coils was still intact at the proximal solder. There was a strand of coils returned stretched for about 17 cm long. There was no other damage noted to the guide wire. The device was sent to the scanning electronic microscopy (sem) lab for further analysis. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.